Manufacturer narrative:
Reported device marketed in the u.s., only for veterinary use, however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Under PMA/510(k) number: k011375. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monomend suture. The client (veterinarian) reported that on friday, (B)(6) 2022 the doctor surgically removed an abdominal tumor from a male shepherd dog - australian of 14 years and 22kg, and in the morning it presented a possible suture reaction. Its abdomen has edema, inflammation, swelling and discharge. The doctor states that an ecollar was on dog after surgery, that the dog's skin was normal prior to surgery and that the sutures were used on all 3 layers of the skin, including the body wall. He does not believe it was a suture reaction since he has never seen this before, but he is unsure how to treat this dog any further based on its symptoms and skin condition. This morning, he administered dipenhydramine 50mg im, rimadyl 50mg sq. He would like to know if there have been other reports of a suture reaction like this and how he should treat the dog. He is concerned about working with the tissue since it is very friable and angry. The doctor was told that treating symptomatic and supportively would be the best recommendation. Some pets may be sensitive to certain products and that if this is an allergic reaction, performing supportive care is recommended. In certain cases, sometimes surgical reconstruction may be needed, but the doctor is concerned about that. The dog seems to be doing better after just an hour. The doctor does not believe this was a suture reaction. He feels that it was definitely a reaction to something, but doesn't believe it was the sutures. The symptoms are ongoing, but less severe. Two monoment mt products used to close the wound: 1. Monomend mt 3/0 36"(90cm)ds19 (m)vpl rcp; 100523565; 121192. 2. Monomend mt 2/0 36"(90cm)ds24 (m)vpl rcp; 100523567; 118245. No more information has been provided.

Manufacturer narrative:
Analysis and results: two monomend mt products used to close the wound: 1. Monomend mt 3/0 36"(90cm)ds19 (m)vpl rcp; 100523565; 121192. 2. Monomend mt 2/0 36"(90cm)ds24 (m)vpl rcp; 100523567; 118245. There are no previous complaints of any of the two code batches. We manufactured and distributed in the market (B)(4) units of code 100523565 and batch 121192 and (B)(4) units of code 100523567 and batch 118245. There are no units in stock of any of the two products in b. Braun surgical's warehouse. Without closed and/or defective samples a proper analysis cannot be performed. Reviewed the batch manufacturing record, this product had an incidence not related to this issue and the results during the process fulfill usp/ep and b. Braun surgical requirements. Monosyn (monomend mt) biocompatibility has been tested in numerous experiments. In sensitization and irritation tests the harmlessness of monosyn (monomend mt) was proved. Nevertheless, as for any sutures after implantation the following side effects may occur occasionally: transient inflammation foreign body reaction, transitory local irritation, granulation, stitch abscess or sinus, impaired cosmetic result and infection at the wound site. Existing infections may occasionally be enhanced by any foreign body. May not be excluded an occasional wound dehiscence, suture extrusion, failure to provide adequate wound support in closure of the sites where expansion, stretching or distension occur, failure to provide adequate wound support in elderly, malnourished or debilitated patients or in patients suffering from conditions which may delay wound healing and/or delayed absorption in tissue with poor blood supply. From the information received it could be an allergic reaction to a substance not related to the suture. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.